Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were not responding. Customer¿s blood glucose was 110 mg/dl at the time of incident. Customer stated that the time was advancing. Customer states that numbers were not ramping on their own. Customer states the scroll bar was moving with no input. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to electrical board 1. Unable to confirm keypad anomaly due to blank display.